Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge septum was leaking while filling it with insulin during the loading sequence. Cartridge was not used. There was no reported adverse impact to customer's blood glucose.